Event description:
It was reported that during a transcatheter aortic valve implantation procedure in a patient with a highly calcified native aortic valve, the valve was loaded and fluoroscopy check confirmed a good load. A non-medtronic guidewire was used, and a pre-implant balloon aortic valvuloplasty was performed with a 20 mm balloon due to the calcified valve, with pacing conducted on the guidewire. The valve and delivery catheter system (dcs) were inserted. During the first deployment attempt, the valve depth was deemed too high, approximately 1-2 mm into the left ventricular outflow tract (lvot), and the valve was recaptured. On the second attempt, a deep implant occurred, with the valve positioned approximately 8 mm into the lvot. During the third deployment attempt, an infold was identified in the valve frame, and further confirmed by a second fluoroscopic angle. The valve was recaptured into the dcs and withdrawn from the patient. A new system was prepared and loaded, with fluoroscopy confirming acceptable valve loading. The new valve was successfully implanted. There was a procedural delay of approximately 10 minutes while the new valve was prepared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012891501); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329 (lot: 0013090418); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.